Event description:
Patient was admitted to (B)(6) hospital on (B)(6) 2016 for pain. It was later discovered that his pain pump had malfunctioned and was not delivering pain medication. Patient had been admitted to (B)(6) hospital in (B)(6) 2016 with saddle pulmonary embolism and retroperitoneal bleed.